Event description:
A customer contacted beckman coulter (bec) reporting that the tube tops were getting wet with blood and diluent and the bellows were full of fluid and leaking out of the top of the assembly of the coulter lh 780 hematology analyzer. The volume of leak was 30 mls and was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
It was determined that the needle bellows were not draining due to a crimp in the waste tubing off the needle cartridge after replacement by the customer prior to this event. Bec field service engineer (fse) assisted the customer with removing the needle cartridge from the holder and activates the drain pathway via solenoid 57. This corrected the issue and the needle drains properly. The customer then bleached the needle waste pathway from the needle to the valve chamber (vc13). No obstruction was present. The customer also cleaned the cap of the needle bellows and the base of the needle pierce module that fixed the leak. Failure mode: crimp in the waste tubing line off the needle cartridge. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).